Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,500 mcg/ml baclofen at 573.5 mcg/day, 6 mg/ml bupivacaine at 2.2 mg/day, and 10 mg/ml morphine at 3.8 mg/day. The reason for use was not reported. It was reported that they cannot locate the septum. The hcp was refilling a patient's pump when they started seeing brown/red liquid coming up. The date of the refill was unknown, but occurred in (B)(6) 2019. The hcp stopped the refill and is proceeding today through fluoroscopy. The reviewed considerations of template use, silicone/metal felt on insertion, and imaging if available. During the call, they could not do troubleshooting due to lack of access to product. The rep is not with the hcp or patient right now but plans to call back if they continue to have problems once she is with them today. Additional information was received from the rep on 2019-jul-26. It was reported that yesterday ((B)(6) 2019) the doctor aspirated out the expected 2.4 ml¿s and today they are filling with 18 ml¿s of the new drug. The rep asks if priming need to occur and technical services (ts) states no. Third drug was changing (not primary) so reviewed no bridge bolus needs to be performed. In (B)(6) 2019 the pump was repositioned to a new pocket site for comfort. The doctor states at that time the pump pocket had crystallization. The doctor had done a dye study and did not see a leak. It was not known what else would cause crystallization other than drug in the pocket/tissues, so could not give cause. Now, the previous pump pocket site is very calcified and hard. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-aug-21. It was reported that the date when the hcp was not able to locate the septum was unknown. The cause of not being able to locate the septum was reported to be ¿she was doing it without x-ray.¿ actions/interventions that were taken to resolve the issue consisted of the hcp performing the refill under x-ray on (B)(6) 2019, and this resolved the issue. To clarify the brown/red liquid coming up, it was stated that there was no issue. The rep was not present when she first was trying to do the refill in earlier july when she reported having trouble locating the septum. It was indicated that it was a small amount of that color and it stopped at that time, after she waited to complete the refill under x-ray. It was also unknown when the crystallization was seen in the pocket. The patient¿s weight at the time of the event was unknown. There were no further complications reported/anticipated.